Event description:
Prolumen device was used to declot a graft. It was reported that the graft was very narrow with a lot of clotting the device got stuck in a clot and would not dislodge. The wire would not resheath and borke from the force exerted trying to pull it out. The tip of the wire was retrieved and the patient had not complications.